Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider contradicts earlier reported information. The healthcare provider reported that the patient does not have an infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they had a staph infection at the implant site. The patient had the device removed to resolve the issue. It was not confirmed if it was a total or partial system removal. The indication for use was spinal pain. No device issues reported.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot#, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins was removed 2 years ago but the patient could not remember the exact date. The patient stated that one lead was left inside their body and the ins was removed due to infection. No further complications were reported/anticipated.